Manufacturer narrative:
A titan touch pump, two cylinders, and reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tubing of cylinder one near the strain relief. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the shorter length pump exhaust tubing, and on the exhaust tubing of cylinder two. Testing revealed these to not be sites of leakage. Surface abrasion was noted on all pump tubing and reservoir inlet tubing. No functional abnormalities were noted with the pump, cylinder two, or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes and inlet tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the exhaust tubing of cylinder one at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, malfunction: clear tubing near pump. The device was removed/replaced.